Event description:
Revision spinal fusion l2-pelvis: performed by dr andrew cree, on (B)(6) 2015 at (B)(6) hospital due to patient presenting with pain and it was discovered from x-rays there was micro movement. During surgery whilst replacing the iliac screws the tip of the screwdriver shaft broke in the head of the screw. This happened twice. Surgeon not concerned as a rod was placed on the screw shaft and placed in a locking screw. No delay to procedure. No ae to patient. Nothing fell into the patient. Photos available. Primary: spinal fusion l2-pelvis: performed on (B)(6) 2014 by the same surgeon at the same hospital. Patient details: (B)(6). Female. (B)(6) . Dob: (B)(6)1953. This case is not being reported by the customer, but (B)(4) employee. All available information has been provided as part of this report; no further information will be forthcoming.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.